Event description:
It was reported that a patient alert triggered due to oversensing noise. The device was suspected of a connector issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.